Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested, but the surgeon declined to provide. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filter implantation procedure, the shunt was not filtering immediately after it was implanted. The shunt was removed and a different shunt was implanted instead. Additional information was requested.

Manufacturer narrative:
The sample was received for investigation in an open original outer box; both shunt and delivery system were returned for investigation placed in a cradle and wrapped in a primary package. The returned sample was found clogged. After cleaning, the shunt inner lumen was found open; there is no indication for manufacturing relating factors that could cause the reported event. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons after the clinical procedure. The blockage does not seem to be product related since after cleaning the device - the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).